Event description:
This notification was opened for review due to a malfunction of the device's active exhalation control module that was identified during evaluation. During the pre-testing process of fco81, the unit failed the service setup test twice. Failed active exhalation verification: s (-) p (+): pilot: difference. Error code from the logs shows error code (low o2 inlet pressure). The service technician recommend that the following parts may need to be replaced: oxygen blending module harness, oxygen blending module, and/or system board. The device has not been repaired, and the investigation is still pending confirmation of the exact components to address the issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.